Manufacturer narrative:
Medical device: d284trk ICD implanted: (B)(6) 2010, product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the lead was returned in bad condition due to explant damage. Using destructive analysis to complete visual inspection, no insulation breached or fractured in vivo were found.

Event description:
It was reported that during device follow up the right ventricular (rv) lead was noted to have high defibrillation impedance and the left ventricular (lv) lead had high pacing impedance. There were confirmed fractures of the lead with suspected subclavian crush. The leads were explanted and replaced. No patient complications have been reported as a result of this event.